Event description:
Pt had implantation in 1979. These were replaced in 1987 due to capsular contracture. Recurring contracture and suspected rupture necessitate removal. Upon removal, right implant rupture confirmed.